Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead did a polarity switch due to high impedances. Atrial undersensing was noted. The ra lead was determined to have dislodged. The ra lead was replaced. The rv lead remains in use with no intervention. No patient complications have been reported as a result of this event.